Manufacturer narrative:
Method: the suspect device was reported to have been discarded and unavailable for analysis. A review of the device history record (DHR) was performed for the lot number reported. Results: as the device was not available for an eval, no testing methods were performed and results cannot be obtained. The device history record (DHR) was reviewed for the lot number of the manufactured unit. There were no networks, special conditions, or related non conformance reports (ncrs) for this lot. The lot met the process specs, including the qc acceptance criteria prior to release. Based on the limited info provided by the reporter regarding the use of the product, and its environmental conditions we cannot determine if the product was used in accordance with the instructions for use or if the user/facility conditions contributed to the fast flow incident. Multiple attempts were made to obtain add'l info. Conclusions: the device was not returned to I-flow for an eval, therefore, we are unable to determine the cause for the reported event. A review of our complaints system was performed for the reported lot number of 0201080618, and this was the only solitary incident of fast flow. If add'l info pertinent to this complaint is received, or the device is returned, a f/u report will be submitted. I-flow will provide a copy of the technical bulletin regarding flow, and a copy of the directions for use in our customers closure letter. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for add'l investigations.

Event description:
Fill volume: 99ml. Flor rate: 2ml/hr. Procedure: chemotherapy. Cathplace: IV. An issue of fast flow was reported. A pump was connected to a pt at 3:30 pm on (B)(6) 2014. Infusion stopped at 5:00 am on (B)(6) 2014. The pump was not used with an I-flow catheter. The pt and the nurse discovered the incident at home. The pump was placed next to the infusion site during infusion. No pt consequence was reported. The pump was reported not to be available for return.